Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, an alliance handle was used in conjunction with the trapezoid rx to attempt to crush a stone. However, the handle of the trapezoid rx broke. The wire within the handle was manipulated to remove the stone and the procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.